Event description:
During the premature ventricular contractions ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. After connecting the tail line of the ablation catheter, it was found that the three-dimensional system could not display the pressure value. The temperature and impedance values were displayed normally. The pressure module was restarted but the three-dimensional system still could not display the pressure value. Since there were no spare ablation catheters and pressure modules at the time, the physician chose to continue the operation. The ablation catheter was successfully positioned in the right ventricular outflow tract near the septal side after femoral vein puncture. The relatively early potential was mapped and the radiofrequency instrument showed that the temperature and impedance at the tip of the ablation catheter were normal values. After attempting ablation discharge for 60 seconds, the patient's blood pressure value was noted to drop rapidly and the basal heart rate dropped to 40 beats/minute. Since the patient was under local anesthesia, the patient's consciousness gradually became blurred. Under x-ray fluoroscopy, the patient's heart activity was extremely weak and a pericardial effusion was diagnosed with a perforation noted in the right ventricular outflow tract close to the septum. The physician immediately chose atrial continuous pacing and performed a pericardiocentesis which drained approximately 400 ml. The patient's vital signs gradually returned to normal and the operation was ended. The patient's vital signs were normal after returning to the ward and there was no significant impact on the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 1 no longer met specifications for optical properties when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fiber 1 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.